Event description:
It was reported that the customer had a motor error alam on the insulin pump. The customer's blood glucose level was 200 mg/dl. The customer stated that he was not able to bolus because of the motor error alarm. The customer was assisted on how to clear the alarms and advised to disconnect to the insulin pump. The patient was advised after the troubleshooting was performed that the insulin pump need to be discontinue and return. The customer was informed that we will sent replacement. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.